Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter available? Yes, please see below ¿ is it possible that the foreign material fell into packaging upon opening of device? No. The item has not been opened. ¿ was the product seal on the foil still intact when the package was opened? The item has not been opened. It is still sealed. ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. Or team brought this item and it has a hair inside the sterile packaging. There is no injuries or adverse event reported. Product is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 investigation findings: c22 - photo review . Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a dnx12 device was returned inside it's sterile packaging unopened with no apparent damage. Upon visual inspection of the package, a hair was noted inside of the package. Additionally, a photo was provided with the same condition of the received sample. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.